Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing tenderness and redness at the ipg site. In turn, an infection was found. Follow-up revealed the patient was hospitalized due to the infection. As a result, the patient's scs system was explanted. Cultures were taken and showed the patient tested (B)(6) for (B)(6). The patient was released from the hospital five days after her scs system was explanted. The patient's infection has been treated with antibiotics to provide resolution. At this time the patient is being treated with a wound vac.